Event description:
The sensormedics customer reported that the 3100a ventilator did not meet a performance specification. The mean airway pressure (map) was fluctuating when the fi02 was adjusted for the pt. The pt was not compromised.